Event description:
Physician reported that patient underwent vaginal hysterectomy in 2001. A posterior repair was performed plicating the levator ani with two interrupted sutures. On an unknown date, the patient underwent a pelvic examination to determine the cause of blood spotting noted by the patient. Examination revealed no evidence of granulation tissue but an exposed suture was noted and removed. Site was cauterized with silver nitrate.